Event description:
Pt had a total knee completed in 2013 at another facility. Due to complications of medial and lateral knee pain and buckling/instability of the knee, pt underwent a total revision of the knee on (B)(6) 2016. Intraoperative findings were grossly loose tibial component, which actually stressed and removal out of the cement mantle. The cement was firmly bonded to the bone and knee had disassociated from the tibial component. The synovium was gray stained from abrasive wear from the cement on the tibia. Surgeon believes the hardware to be defective due to cement not adhering to it.